Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) as the device misdetected at/af (atrial tachycardia/atrial fibrillation). It was determined to be a human error in programming of the device. The ICD was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.